Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the distal end of the left device appears to be positioned external to the uterine margin and does not appear to be in the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included lower abdominal pain, menorrhagia and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: impression: 1. No acute abnormality within the abdomen and pelvis. 2. The distal end of the left essure device appears to be positioned external to the uterine margin and does not appear to be in the fallopian tube. This may not be functional and patient should be advised to use other forms of contraception until this can be evaluated by fluoroscopic hysterosalpingogram by the gynecologist. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the distal end of the left device appears to be positioned external to the uterine margin and does not appear to be in the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included lower abdominal pain, menorrhagia and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: impression: no acute abnormality within the abdomen and pelvis. The distal end of the left essure device appears to be positioned external to the uterine margin and does not appear to be in the fallopian tube. This may not be functional and patient should be advised to use other forms of contraception until this can be evaluated by fluoroscopic hysterosalpingogram by the gynecologist. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-nov-2021: mr received. Case became serious incident as essure was removed. Event injury was updated to the distal end of the left essure device appears to be positioned external to the uterine margin and does not appear to be in the fallopian tube. Reporters and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.